Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to dislodgment, which was confirmed through x-ray and fluoroscopy, and high pacing thresholds. While doing a device based testing it was unable to confirm capture with highest output of 5.0v at 2.0ms and there was a gradual increase of threshold output noted in the chart as the patient visited the office over the course of 6 months. A new lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to dislodgment, which was confirmed through x-ray and fluoroscopy, and high pacing thresholds. While doing a device based testing it was unable to confirm capture with highest output of 5.0v at 2.0ms and there was a gradual increase of threshold output noted in the chart as the patient visited the office over the course of 6 months. A new lead was successfully implanted. This device is not expected to return for analysis. No additional adverse patient effects were reported.